Event description:
It was reported that the patient presented for a scheduled procedure. After the procedure, while the patient was in recovery, a pericardial effusion was observed that required pericardiocentesis and drain. It was noted that the patients blood pressure dropped and an echocardiogram was performed and discovered the effusion. After the intervention, the patient was stable and stayed in the hospital to be monitored.